Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she found air bubbles while filling the reservoir, she tried to push the bubbles out but kept getting them and was unable to push insulin from the reservoir into the insulin vial. Customer stated that they were three lines of air and not bubbles. Customer stated the insulin pump was not rewound with a reservoir in place. Customer was advised to use a different reservoir. Blood glucose value is unknown. The customer did not have more insulin and her doctor was not available. She was advised to go to the emergency room to see if they can provide her with more insulin.